Event description:
A malfunction alarm identified as malf 12 was reported by the customer, with no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, which was under warranty, and the customer was advised to use mdi as a backup therapy to ensure continuous insulin delivery. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid shipping label within ten days.